Manufacturer narrative:
Customer to monitor: troubleshooting provided. Results pending investigation.

Event description:
On (B)(6) 2020: patient presented to facility for a knee replacement. A test was performed on the cardinal health hcg cassette rapid test kit and a positive result was obtained. A confirmatory serum quant hcg provided a negative result of 3 miu/ml. No treatment was provided or withheld based on the false positive result. No adverse outcomes reported. Although further information was requested, no further information was able to be provided.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with low-hcg (4 miu/ml) and hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results with strong control lines. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.